Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set was damaged. The following information was provided by the initial reporter: the spike tip of the infusion set broke off in the IV bag. This is a frequently occurring issue and I have one example I can send to you. Additional information received from the customer: please provide a specific date of occurrence in the format mm-dd-yyyy, different from the reported date of 03-29-2026. Since the event was stated to have occurred frequently, an exact instance date is required? The specific date of occurrence is on (B)(6) 2026. I only have one instance to report. Did any leakage occurred? Yes.